Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -15.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens explanted due to excessive vault and pupil block with elevated op. This explant resolved the problem. The reporter stated " the doctor will implant another lens but he didnt decide the date yet." If additional information is received a supplemental medwatch report will be submitted.